Manufacturer narrative:
The investigation could not determine a specific root cause based on the limited data provided. A malfunction of the application could be excluded as the qc results on the day of the event were within the acceptable ranges. No adverse event was reported.

Event description:
The customer received a questionable vancomycin result for one patient sample. The sample was processed on the mpa(modular prenalytic) into a 13 x 75 mm tube and it was sent to the cobas c 502 analyzer. A first result was 1.6 mg/l which was automatically validated and sent to the ward. The physician did not believe the result and contacted the laboratory. In the meantime, the sample was auto repeated by the instrument because the result was lower than the test range. The repeat result was 22.0 mg/l. The customer repeated the sample a second time and the result was 22.9 mg/l. The patient was not adversely affected. The vancomycin reagent lot number was 65786801. The expiration date was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).